Event description:
It was reported that the distal shaft of the catheter was detached. An opticross was used during percutaneous coronary intervention. Prior to the procedure the physician flushed the device and noticed a leak on the shaft section. The physician used the device without issue. After the second observation, the physician checked the device and found that the outer shaft was detached completely. No further patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
It was further reported that the most probable root cause was changed from manufacturing to unable to be determined. (B)(4).

Event description:
It was reported that the distal shaft of the catheter was detached. An opticross¿ was used during percutaneous coronary intervention. Prior to the procedure the physician flushed the device and noticed a leak on the shaft section. The physician used the device without issue. After the second observation, the physician checked the device and found that the outer shaft was detached completely. No further patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter was received with the large telescope tubing assembly detached at the anchor seal housing bond exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. Full image characterization testing cannot be performed based on the returned condition of the catheter. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that the distal shaft of the catheter was detached. An opticross¿ was used during percutaneous coronary intervention. Prior to the procedure the physician flushed the device and noticed a leak on the shaft section. The physician used the device without issue. After the second observation, the physician checked the device and found that the outer shaft was detached completely. No further patient complications were reported and the patient¿s status is good.